Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the ureter during an ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the inner sheath dislodged and came out. It was reported that no part of the sheath detached inside the patient. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.